Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable pulse generator, 2008 (B)(6); 4024-58, implantable pacing lead, 1998 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead warnings occurred due to declining impedances. Lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.